Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the patient registry that a patient with a 30mm 4450m annuloplasty ring in the mitral position underwent a mitral valve replacement procedure after an implant duration of 17 years, 10 months due to unknown reasons. The explanted ring and native valve were replaced with a 25mm 11400m pericardial valve.

Event description:
It was learned via the patient registry that a patient with a 30mm 4450m annuloplasty ring in the mitral position underwent a mitral valve replacement procedure after an implant duration of 17 years, 10 months due to mitral regurgitation. The explanted ring and native valve were replaced with a 25mm 11400m pericardial valve. The patient was noted to be stable at the end of the procedure. There was no allegation of structural deficiency against the annuloplasty ring.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.